Event description:
The customer reported that while inserting the nxt band pins into the autopulse nxt platform slot, it felt like the pins went in further than they should have. The customer mentioned that the pins on two nxt bands were slightly offset compared to those on the functioning nxt bands. Additionally, the customer noted that the bands may have been inserted incorrectly. The customer had not experienced similar issues with the other nxt bands, as those pins appeared even and not offset. The reported problem occurred during the training session. No patient involvement.

Manufacturer narrative:
Additional information in d4 (lot #) and h4 (device manufacture date). The customer's complaint on the autopulse nxt band (lot #206848) was not confirmed during the visual inspection and functional testing. During testing, the nxt band pins functioned appropriately and as intended. Functional testing of the returned nxt band was performed using a known good autopulse nxt platform, and the nxt band pins were placed into the slot without any issues.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission. Zoll has not received the autopulse nxt band for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that while inserting the nxt band pins into the autopulse nxt platform slot, it felt like the pins went in further than they should have. The customer mentioned that the pins on two nxt bands (lot #unknown) were slightly offset compared to those on the functioning nxt bands. Additionally, the customer noted that the bands may have been inserted incorrectly. The customer had not experienced similar issues with the other nxt bands, as those pins appeared even and not offset. The reported problem occurred during the training session. No patient involvement.